Manufacturer narrative:
After further evaluation, this event was already reported on MFR report # 1119779-2024-00191. The previous MFR report #3007420875-2023-00123 should be considered canceled.

Event description:
It was reported when using the bd max¿ enteric viral panel a patient sample gave a positive result, then upon repeat the result was negative. No health impact or consequence reported.

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd max¿ enteric viral panel a patient sample gave a positive result, then upon repeat the result was negative. No health impact or consequence reported.